Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they encountered a "check sensor" message from the adc device. Due to this issue, the customer indicated they received treatment of either juice, food, and/or sugar from a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform they encountered a "check sensor" message from the adc device. Due to this issue, the customer indicated they received treatment of either juice, food, and/or sugar from a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not properly seated and no physical damage was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. No malfunction or product deficiency was identified. Issue is not confirmed to use due to plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.